Manufacturer narrative:
(B) (4). The system was replaced, aligned, and calibrated the collimator. The system operates as intended.

Event description:
The customer reported that the mag ii field collimating failed the physicist test. No patient injury was reported.